Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. When attempting to make the capsule gap, physician noticed that the white knob was difficult to rotate, and when observing on fluoro, it was noted that the outer capsule was not retracting. It was immediately decided to remove the delivery system (ds) and prep a new valve. A 2nd ds and loading kit (the trimmer had fallen off table after used on 1st valve prepped) were opened. However, the procedure was aborted since a second valve was unable to be prepped as there was not another 48mm valve on the shelf. There was no patient injury due to this event and the patient was reported to be in stable condition. Potential contributing factors included that on the first attempt to advance the 33fr dilator femoral vein was met with resistance and tortuosity was noted. The 33 fr was removed and the 24fr and 28 fr dilators were then used. Both dilators advanced with minimal effort and seemed fine with low resistance after dilation. The 33 fr dilator was then reintroduced and advanced more smoothly than on the initial attempt. The ds was then advanced with some effort, navigating through tortuous femoral vein to ivc anatomy. After crossing the tricuspid valve annulus, wire position was lost and an attempt to replace the wire with the ds was made but it was too lateral and anterior. The decision was made to remove the ds and replace the wire with a peripheral catheter. No issues were encountered advancing the ds on the second attempt, but a white knob malfunction was subsequently discovered. An attempt to rotate the knob after device was removed was made and it was confirmed that the white knob would not rotate.